Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The service history review revealed no previous service events that would cause or contribute to the patient passing away. A review of the device logs revealed no system errors, anomalies, hardware device failures, iipv events, keystrokes, programming, or use related events were identified that could have caused or contributed to the patient¿s death. Internal and external inspection was performed and no issues were noted. The device passed all testing pertaining to volumetric and temperature accuracy. During the homechoice return instrument test/evaluation (rite), the device passed electrical testing; however, the device failed the homechoice rite functional test due to failing the modem port loop back test and was determined not to meet performance specification requirements per rite testing. All other rite functional testing passed with no difficulties noted. The rite functional test failure would not have caused or contributed to the reported difficulty. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The direct cause of the patient passing away was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was hospitalized prior to death for an unrelated event. The patient passed away while hospitalized. It was confirmed the patient did not have peritonitis prior to the patient¿s death. It is unknown if an autopsy was performed. Automated peritoneal dialysis therapy was ongoing prior to death; however, it is unknown if the patient was connected to homechoice at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.